Event description:
Report received from clinic notes indicated that a patient underwent surgery due the generator causing pain and sticking out. The generator was not replaced, but sewn down. No other relevant information has been received to date.